Event description:
During clean-up after surgery, the suction irrigator handpiece was heard on in the trash can. Staff believe it was not engaged when placed in the trash can but was turned on by something it hit as it was thrown away. The handpiece was smoking when discovered. Batteries were removed at that time.